Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes customer found the stopper cracked. The following information was provided by the initial reporter. The customer stated: the customer reported that the stopper of a vacutina blood collection tube (367840) was found to be cracked. When blood was collected, the stopper was found to be cracked. The event was confirmed in one tube.

Manufacturer narrative:
H.6. Investigation summary: bd had received no samples but 1 photo was returned to be evaluated from catalog 367840, lot number is unknown. The photo does show a stopper with cracks in the well of the stopper. This is a defective stopper molding defect. The retention samples could not be inspected as the lot number is unknown. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause for the indicated failure mode could not be determined. The device history records could not be reviewed as the lot number is unknown. After review and analysis of the customer photo, the stopper defect within the photo received is a non-fill stopper. Bd is able to confirm the customer¿s reported defect through a customer photo. Based on the investigation results and the lot number is unknown, no root cause from the manufacturing process has been identified as a contributor to this stopper defect. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h3 other text : see h.10.